Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a nurse via our affiliate in (B)(4). (B)(4). This report concerns a female patient, of unknown age or origin. This patient received one vial of sculptra (poly-l-lactic acid) on (B)(6) 2007 for an indication of dermal 'filler' (dosage unknown) and a second vial on an unknown date. The patient's medical history was not provided. No concomitant medications were reported. Four weeks after the first vial was administered, the patient informed the nurse that she had developed a small nodule (palpable) on the right hand side of her lower lip, which is uncomfortable if touched. The second vial was administered six weeks after the first in a different site. Poly-l-lactic acid therapy was ongoing at the time of the report. The patient's outcome was unknown. The patient has been advised to massage the area five times daily. The reporter did not provide a causal assessment. Further information is being requested. (B)(4): brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.